Manufacturer narrative:
(B)(4). Prod not yet returned.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint about high blood results. Expected blood results 150mg/dl-170mg/dl. The customer stores the strips in the zipper case on the desk in the home office. Assisted the customer with a back to back blood tes and the results were 458mg/dl adn 478mg/dl. The customer had eaten 30 minutes ago. Recalled the last 6 results in the meter memory: (B)(6) 2014-10:45am-365mg/dl; (B)(6) 2014-9:30am-381mg/dl; (B)(6) 2014-3:14pm-314mg/dl; (B)(6) 2014-8:55am-402mg/dl; (B)(6) 2014-10:50am-359mg/dl; (B)(6) 2014-7:24am-301mg/dl. On (B)(6) 2014 the glucose result was 168mg/dl, (B)(6) 2014-163mg/dl' (B)(6) 2014-170mg/dl. No adverse event reported.